Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the foley catheter was placed in the operation room, they moved to the ward, and they checked the patient condition and discovered that the urine leaked out near the catheter funnel.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 silicone foley catheter attached to the urine meter bag. Inflated catheter with in house syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). No leakage was present during inflation and deflated under 5 minutes with no difficulty. Also received 6 photo samples. First photo sample shows top view of catheter and urine drainage bag. Second photo shows top view of catheter. Third photo sample shows end of catheter with deflated balloon. Fourth photo sample shows tamper evident seal with sample port connector. Fifth photo sample inflation cap. Sixth photo sample shows date code present on drainage bag. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. A labelling review was not required as the reported event was unconfirmed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the foley catheter was placed in the operation room, they moved to the ward, and they checked the patient condition and discovered that the urine leaked out near the vicinity of funnel of the catheter.